Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced no external power alarms while connected to the mobile power unit (mpu). The patient checked all connections and insisted they were secure at the time. Alarms resolved when the patient switched to batteries. The patient brought the mpu to clinic where it was connected to a test pump. The mpu appeared to operate as intended initially, but when the gray patient cable (on the mpu side) was manipulated, the mpu appeared to lose power and the no external power alarms occurred again. This was repeated multiple times. The patient was stable with no adverse impacts.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned to service depot, and testing confirmed that movement of the patient cable caused a loss of power to the mpu. The patient cable was replaced, and the issue resolved. No further issues were observed after replacing the patient cable. A full functional checkout was performed after replacing the patient cable and the unit passed all tests. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. Visual inspection of the returned mpu patient cable revealed several small holes in the outer jacket at various locations. The returned patient cable was installed in a test mpu, which was connected to a test system controller and mock circulatory loop. The system operated at the set speed with no atypical alarms produced initially. The patient cable was then manipulated by hand, resulting in a loss of power from the mpu. A no external power alarm activated on the system controller and the yellow wrench alarm activated on the mpu. The system controller backup battery supplied power to the system when power from the mpu was lost and pump function was not affected. The mpu patient cable was further manipulated by hand and power from the mpu was restored, resulting in the alarms resolving. A current leakage test was performed and revealed that the orange 15v power wire was electrically shorting to the cable shield. The cable was dissected, which revealed a breach in the insulation of the orange wire approximately 61¿ from the power cable connector that allowed the underlying conductor to short to the cable shield. A breach in the blue 15v return wire that exposed the underlying conductor was also observed approximately 37" from the power cable connector; however, leakage testing did not reveal any shorting of this wire. No other issues were observed. The root cause of the reported event was determined to be damage to the mpu patient cable that resulted in the orange 15v power wire shorting to the cable shielding. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.